Event description:
The patient had a pump revision done on (B)(6) 2012. Per the patient the pump was implanted too low and was hitting the inguinal nerve. The pump was moved higher, but since 2 weeks ago she started to have swelling. The patient described it as "fluid seroma," the health care provider (hcp) prescribed a belt/sling to keep the pump tight. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model # 8709sc lot # n280718011, implanted on: (B)(6) 2011 explanted on: unknown. (B)(4).